Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6)2025. Date of event is an approximation. On (B)(6)2025, the patient reported receiving a low cgm reading and self treated with juice. The patient began feeling unwell, fuzzy, and experienced vomiting. It was reported that the patient's cgm reading was low and the blood glucose reading was 20 mmol/l. The patient administered a dose of fast-acting insulin and went to the hospital where was given intravenous insulin and fluids. The patient remained in the hospital for 30 hours and at that time she still had elevated blood sugar levels, but the doctor was confident enough to send her home. She was still not completely better, but it was understood the patient was stable. There was no documentation of further medical evaluation or intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c, d zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.